Event description:
It was reported that the system logged out and the image was lost, causing the patient to be re-exposed. It was determined that the computer needed to be replaced. Once this was done, the system is working as intended.